Event description:
User received one pt sample with discrepant sodium results, and is experiencing ise calibration errors. Initial result gave 128; repeat gave 139 mmol per l. No results were reported for this pt sample. Upon further investigation, user discovered ise tubing not seated in pinch valve and corrected this issue. User then performed maintenance activities followed by initializing the ise module which resolved the issue. User re-ran pt samples from yesterday, and they all compared very well. Pt not adversely affected.